Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed cosmetic damages to the shell as reported. The device did power on via battery and ac power. The device was verified operationally and functionally. The device was found to visually and audibly alarm during alarm conditions. During testing the unit did not turn off by itself and was fully functional and was able to obtain readings. No internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. Customer complaint regarding unit powering off was not duplicated. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device powered off (under main power) and the housing is damaged. No consequences or impact to patient were reported.